Event description:
A caller reported that a pump unexpectedly displayed a reset screen. There was no adverse impact to the customer's blood glucose level. Technical support informed the caller that the pump had reset one of its microprocessors as a built-in safety feature and was functioning as intended. The customer understood, acknowledged the information, and was educated on procedures to follow when the pump resets. The customer successfully resumed insulin.